Event description:
The customer contacted baxter's technical service center to report a connection issue which occurred between transfer set and titanium adapter found during use. A nurse reported that an accidental disconnection occurred during therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.